Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
This patient was a female (B)(6) that required a revision total hip joint replacement due to frequent dislocations and possible poly wear - performed on (B)(6) 2014 by dr (B)(6) at (B)(6). The duraloc poly liner was removed using the duraloc poly extraction tool and replaced with a duraloc liner with a new locking ring. The hip was reduced and hip stability was maintained. Patient notes and xrays can not be obtained due to not being able to gain consent from the patient. The poly liner extracted has been disposed of by the hospital. No further information is available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.